Event description:
It was reported that the device could not be interrogated. The ICD was suspected to be at end of life prematurely. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, the device longevity was found to be outside of the expected limits. The battery was removed and the device was analyzed with a power supply and found to be normal. The original battery was sent out to the vendor for further evaluation, and no anomaly was detected that would cause the battery to deplete. The cause for the premature battery depletion could not be determined.